Event description:
Additional information received indicated that there was no patient involvement.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis with a damaged lens and the tamper seal was missing. Multiple alarms that the pump cannot be started were recorded. A sensor test was performed the reported issue was confirmed because the sensor failed. The sensor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited constant false "air in line" alarm. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.